Manufacturer narrative:
Citation: okuno t et al. Impact of left ventricular outflow tract calcification on procedural outcomes after transcatheter aortic valve replacement. Jacc cardiovasc interv. 2020 aug 10;13(15):1789-1799. Doi: 10.1016/j.jcin.2020.04.015. Available online 3 august 2020. Supplementary appendix attached. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of left ventricular outflow tract calcification on procedural outcomes and device performances with contemporary transcatheter heart valve systems. All data were retrospectively collected from a single center registry between august 2007 and june 2018. The study population included 1,635 patients and was predominantly female with a mean age of 82 years. Of those, 771 were treated with self-expanding transcatheter valves. In the self-expanding valve subgroup, an unspecified number of patients were implanted with the medtronic corevalve, evolut r, and evolut pro. No serial numbers were provided. One patient was identified as an (B)(6)-year-old female who was implanted with a 31 mm corevalve and died in-hospital due to annular rupture (supplemental table 1; case 4). It was reported that the annular rupture was attributed to a post-implant balloon aortic valvuloplasty that was performed to mitigate residual paravalvular leak. The patient received conservative management for the rupture, which may have included: resuscitation with or without mechanical support, optimization of the coagulation status, or pericardial drainage. In addition, it was noted the patient had calcification in the region of the free myocardial wall and in the interventricular septum. Based on the available information, medtronic product was associated with this death. Among all other patients, the 30-day all-cause mortality included 48 patients. No further details were provided. Based on the available information, medtronic product was not directly associated with these deaths. Among all patients, adverse events included: valve-in-valve implantation/need for second valve implantation due to valve dislocation /embolization or residual significant aortic regurgitation; permanent pacemaker implantation; disabling stroke; myocardial infarction; cardiac tamponade; coronary artery occlusion; mild to severe aortic regurgitation; major or life-threatening bleeding; and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. An additional 9 cases of annular rupture occurred in patients who were implanted with non-medtronic transcatheter valves. No additional adverse patient effects or product performance issues were reported.